Event description:
It was reported that during the implant attempt, the helix was tested before inserting it in the subclavian vein. The connector pin was rotated 30 turns , but the helix would not extend. The connector pin was then rotated an additional 10 turns but the helix still would not extend. The connector pin was completely rotated in reverse and it popped out after about 35 or 40 turns. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that the lead appeared to have been damaged at implant.